Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-mar-2023 by a nurse which refers to an adult female patient. Additional information was received on 08-mar-2023 from same reporter. The patient had no known medical history or allergies. The patient had previously received treatment with botox 64 units, 2 ml of juvederm voluma and 0.5 ml of juvederm ultra xc on (B)(6) 2020. Aqua gold, botox, juvederm and 0.5 ml of restylane skinboosters on (B)(6) 2020. Aqua gold, 10 units of botox reconstituted with normal saline, 0.5 ml of restylane skinboosters on (B)(6) 2020. Botox 64 units, 0.5 ml juvederm ultra xc and 3 ml juvederm volux on 20-nov-2020. Botox 44 units and 0.5 ml of juvederm ultra to lips on (B)(6) 2021. On (B)(6) 2021 the patient received treatment with 2 vials of sculptra (lot 1j0992) to face (unknown injection technique and needle type). The 2 vials of sculptra were reconstituted with 7 ml of water for injection [water for injection] and 2 ml of xylocaine [lidocaine] 2% on (B)(6) 2021. On (B)(6) 2022 the patient received treatment with 2 vials of sculptra (lot number 1j1952, expiry date feb-2023 and lot number 1j0992, expiry date jan-2023) to face (unknown injection technique and needle type). The 2 vials of sculptra were reconstituted with 7 ml of water for injection [water for injection] and 2 ml of xylocaine [lidocaine] 2% on (B)(6) 2022. On (B)(6) 2022, the patient received treatment with 0.5 ml of juvederm ultra to lips. On (B)(6) 2022, the patient received treatment with 54 units of botox [botulinum toxin type a]. In 2022, the patient had experienced nodules/boluses/lumps (implant site nodule) on face. The physician reviewed the patient. There were visible lumps on the right lower face, firm on palpation, and tender to touch (implant site pain). On the left side, lumps were not visible but palpable and non-tender. The physician suspected skin infection (implant site infection) and started the treatment with doxycycline 100 mg oral daily. The patient had multiple granulomas (granuloma skin) after sculptra treatment. In 2022, the physician reviewed the patient again. The boluses were reduced in size and instructed the patient to continue treatment with doxycycline. The physician suspected filler as possible cause for boluses. On (B)(6) 2022, the physician observed 2 large boluses on right pre jowl and left cheek. They were tender and cold to touch. There was mild redness/purpel colour (implant site erythema). The hcp flushed the area with 10 ml of normal saline [normal saline]. Later, the patient was started on prednisolone [prednisolone] 25 mg oral daily. On (B)(6) 2022, the boluses were reduced in size treated the area with 1500 units of hyalase [hyaluronidase]. On (B)(6) 2023, the patient received treatment with 1500 units of hyalase. Later, physician reviewed the patient. There were new boluses present on bilateral temple, preauricular and jawline area. On palpation, they were firm, pea size and not visible at present. When she discontinued treatment with prednisolone, boluses become large and painful. The patient was currently on erythromycin [erythromycin] 250 mg prescribed by dermatologist. The hcp reported that patient was experiencing pan facial nodules only controlled by constant steroids. On (B)(6) 2023, the other hcp reported that the patient had independently sought medical assistance from another dermatologist not related to the clinic where the filler treatment was provided. The patient had been on continuous steroids and doxycycline treatment from (B)(6) 2022. The patient would also undergo for an ultrasound test on her face to get a clearer picture. Outcome at the time of the report: nodules/boluses/lumps was recovering/resolving. Tender to touch was unknown. Suspected skin infection was unknown. Redness/purpel colour was unknown. Granulomas was unknown. Tracking list: v.0 initial v.1 fu received on 21-apr-2023 from an other health professional. Case upgraded to serious. Information about corrective treatments (doxycycline and steroids) was updated.

Manufacturer narrative:
Company comment: the serious events of nodule, infection at implant site and granuloma skin and the non-serious events of erythema and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factors include past filler or toxin treatments. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: sculptra-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot numbers were valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: sculptra-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious events of nodule, infection at implant site and granuloma skin and the non-serious events of erythema and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factors include past filler or toxin treatments. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot numbers were valid and verified the reported product. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specific batches, nor in the raw materials used for its manufacture, confirming that the products released for the market are conform to the cgmp and to the specificationrequirements. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: sculptra-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a nurse which refers to an adult female patient. Additional information was received on (B)(6) 2023 from same reporter. The patient had no known medical history or allergies. The patient had previously received treatment with botox 64 units, 2 ml of juvederm voluma and 0.5 ml of juvederm ultra xc on (B)(6) 2020. Aqua gold, botox, juvederm and 0.5 ml of restylane skinboosters on (B)(6) 2020. Aqua gold, 10 units of botox reconstituted with normal saline, 0.5 ml of restylane skinboosters on (B)(6) 2020. Botox 64 units, 0.5 ml juvederm ultra xc and 3 ml juvederm volux on (B)(6) 2020. Botox 44 units and 0.5 ml of juvederm ultra to lips on (B)(6) 2021. On (B)(6) 2021, the patient received treatment with 2 vials of sculptra (lot 1j0992) to face (unknown injection technique and needle type). The 2 vials of sculptra were reconstituted with 7 ml of water for injection [water for injection] and 2 ml of xylocaine [lidocaine] 2% on (B)(6) 2021. On (B)(6) 2022, the patient received treatment with 2 vials of sculptra (lot number 1j1952, expiry date (B)(6) 2023 and lot number 1j0992, expiry date (B)(6) 2023) to face (unknown injection technique and needle type). The 2 vials of sculptra were reconstituted with 7 ml of water for injection [water for injection] and 2 ml of xylocaine [lidocaine] 2% on (B)(6) 2022. On (B)(6) 2022, the patient received treatment with 0.5 ml of juvederm ultra to lips. On (B)(6) 2022, the patient received treatment with 54 units of botox [botulinum toxin type a]. In 2022, the patient had experienced nodules/boluses/lumps (implant site nodule) on face. The physician reviewed the patient. There were visible lumps on the right lower face, firm on palpation, and tender to touch (implant site pain). On the left side, lumps were not visible but palpable and non-tender. The physician suspected skin infection (implant site infection) and started the treatment with doxycycline 100 mg oral daily. The patient had multiple granulomas (granuloma skin) after sculptra treatment. In 2022, the physician reviewed the patient again. The boluses were reduced in size and instructed the patient to continue treatment with doxycycline. The physician suspected filler as possible cause for boluses. On (B)(6) 2022, the physician observed 2 large boluses on right pre jowl and left cheek. They were tender and cold to touch. There was mild redness/purpel colour (implant site erythema). The hcp flushed the area with 10 ml of normal saline [normal saline]. Later, the patient was started on prednisolone [prednisolone] 25 mg oral daily. On (B)(6) 2022, the boluses were reduced in size treated the area with 1500 units of hyalase [hyaluronidase]. On (B)(6) 2023, the patient received treatment with 1500 units of hyalase. Later, physician reviewed the patient. There were new boluses present on bilateral temple, preauricular and jawline area. On palpation, they were firm, pea size and not visible at present. When she discontinued treatment with prednisolone, boluses become large and painful. The patient was currently on erythromycin [erythromycin] 250 mg prescribed by dermatologist. The hcp reported that patient was experiencing pan facial nodules only controlled by constant steroids. On (B)(6) 2023, the other hcp reported that the patient had independently sought medical assistance from another dermatologist not related to the clinic where the filler treatment was provided. The patient had been on continuous steroids and doxycycline treatment from (B)(6) 2022. The patient would also undergo for an ultrasound test on her face to get a clearer picture. Outcome at the time of the report: nodules/boluses/lumps was recovering/resolving. Tender to touch was unknown. Suspected skin infection was unknown. Redness/purpel colour was unknown. Granulomas was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from an other health professional. Case upgraded to serious. Information about corrective treatments (doxycycline and steroids) was updated. V.2 fu received on (B)(6) 2023 from same reporter. No new information was reported. V.3 brr results received on (B)(6) 2023.